Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06219 / 06220).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2014, allegedly due to aseptic acetabular loosening and elevated metal ion levels. The modular head, acetabular cup and taper adapter were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The cup showed little or no evidence of bony ingrowth. The bearing surfaces showed evidence of minor subluxation and scratching, with evidence of metallic transfer. The inner morse taper of the taper insert showed moderate fretting. There is no indication, with the information available, that there is any non-conformance in the products as manufactured. The lack of bone in-growth on the cup is likely the cause of the reported looseness. This can be caused by a variety of issues with both the patient condition and the surgical technique. With current information, determining the exact cause of the lack of bone in-growth is not possible.

Manufacturer narrative:
(B)(4) this follow up report is being filed to relay additional information that was unavailable at the time of the initial medwatch.